Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision with 475cc mentor memorygel breast implants on (B)(6) 2014. The patient reported that approximately 5 months ago she'd experienced bilateral deflation, back pain, and night sweats. The patient stated that her right breast has deflated more significantly than the left breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient reported via phone call that she is becoming sicker every day and her pain has been intensifying. Manufacturer's reference number: (B)(4).